Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified transducer fault alarms in the error log, along with multiple circuit disconnect alarms and low pip (positive inspiratory pressure) alarms. The fsr tested the device but was unable to duplicate the reported issue. The fsr performed calibrations, verified volumes, pressures and blender operation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm during use with a patient. The customer reported that there was no patient harm. Vent was exchanged with a back up vent.